Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that part of the main tube had small scratches. This is considered to be normal wear and tear of the instrument.

Event description:
It was reported that large needle driver instrument splintered. This was discovered prior to a surgical procedure and removed from use. At this time, the account has not reported an incident of particulate coming off of an instrument during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for instrument and cannula accessories related complaints from the same account. MFR. Report #2955842-2007-00014, 00015, 00016, 00018, 00019, 00020, 00021, 00022, 00023.